Event description:
Following the placement of the neurostimulator, the pt was unable to get coverage for her pain relief in her back foot areas. During a reprogramming session, impedance measurements of <50 ohms were seen on electrodes 1 and 3. The pt then had revision surgery on (B)(6) 2010. Impedance of <50 ohms were still seen on electrodes 1 and 3. The lead extension was placed in as snap-lid connector and impedances were all measured within normal limits. Intra-operative stimulation was then performed and the pt had pain relief. The neurostimulator was then replaced. Impedance measurements initially were <50 ohms for electrodes 1 and 3, but when they were reversed in the neurostimulator, they then measured within normal limits. Intra-operative stimulation testing was again performed and the pt had good results. Postoperatively, the pt had coverage of her painful areas. No pt injuries were reported.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.